Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right ventricular lead exhibited noise. It was suspected that the noise was due to a lead fracture. No device intervention was performed but lead revision was discussed. Patient was stable.